Manufacturer narrative:
Product inquiry states the k-wire, sleeve t2 recon to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item reported was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured 2005) we pre-suppose that it had fulfilled its tasks in former surgeries as intended. A physical examination could not be carried out as the device was not received for evaluation. Thus, a reasonable examination and investigation was not possible. The reported event could not be confirmed. With the information given the exact root cause could not be determined. A review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. In case the item and / or substantive information should become available, we reserve the right to update the investigation and change the root cause. The file will be closed formally and will be reopened when substantive information or the item become available. Device was not returned.

Event description:
It was reported that the band on the trochar is broken for the recon nail instruments. Sales rep reported that it's unclear when item specifically broke. It was noticed mid case. The broken instrument was not used, we had to adjust procedure.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the band on the trochar is broken for the recon nail instruments. Sales rep reported that it's unclear when item specifically broke. It was noticed mid case. The broken instrument was not used, we had to adjust procedure.